Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had experienced difficulties recharging his implantable neurostimulator (ins) since having the device replaced. The patient received a "very low" coupling signal with two coupling bars and had to charge the ins for 7-9 hours in order to fully charge it. The patient's physician initially told the patient to wait until his pocket inflammation went away and the signal would be better, but this did not resolve the issue. The patient still received a "low" charging signal with two coupling bars even after rotating and changing the recharger antenna's position. It was noted the patient's ins was less than 1 cm below the patient's skin. There was "no" patient harm, injury, or death due to the event. It was reported a few weeks later that trying another recharger was under process. It was confirmed that the patient was recharging the correct way. The recharger statistics showed a coupling between 0-2 bars. It was confirmed that the device charging needed more than six hours as the coupling signal is 2 boxes. The patient was receiving effective therapy. Examination of the patient's x-ray results was inconclusive. It was noted that if the patient's x-rays were taken from the patient's right side that "it looked like the device was flipped." The orientation of the patient at the time of their x-rays was not confirmed however. Additional information reported the patient had "decided not to undergo a second surgery in order to correct the positioning of the device." The patient continued to experience two recharge coupling bars and it taking "a lot of time to be fully charged" at the time of report. A supplemental report will be filed if additional information is received.